Manufacturer narrative:
Initial MDR 2517506-2021-00047 was filed 02-feb-2021. Additional information (18-feb-2021): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely depressed vancomycin result. Hsc evaluated the information provided and the instrument data files. Quality control was within acceptance range and no issues were noted with other patient samples indicating that the instrument and assay were performing acceptably. No product non-conformance with the assay or instrument was identified. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) concerning a discordant, falsely depressed vancomycin (vanc) result on a dimension vista 1500 system. Siemens is investigating the event.

Event description:
A discordant, falsely depressed vancomycin (vanc) result was obtained on a patient sample on a dimension vista 1500 system. The discordant result obtained on a reprocessing of the sample was not reported to the physician. The inital higher result obtained on the same sample was regarded as correct and reported. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed vanc result.